Event description:
Customer states that acl top 520 analyzer gave a short aptt result on a cap proficiency sample (25 seconds). When the customer ran the test again, they received a result of 33 seconds. The customer was running a cap survey at the time of event, so no pts were impacted.

Manufacturer narrative:
Instrumentation lab is still investigating and reviewing the back up info sent to us by the site for this instrument. A f/u report will be filed.